Event description:
It was reported that a patient presented with ventricular fibrillation episodes resulting in anti-tachycardia therapy and shocks delivered that failed to convert the rhythm. External defibrillation was used to convert the rhythm. Device interrogation revealed oversensing noise and low defibrillation impedance on the right ventricular (rv) lead. The patient was intubated and in critical care. The patient condition was unstable.